Event description:
Reported as "defective port, rupture of catheter."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked to indicate the product serial number, date of event, and implant date. The info has not been received by inamed. Analysis of the device noted an opening of the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The opening appears to have been caused by a sharp instrument. This opening may have been the cause of the leakage. A breakage was noted in band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Performance tests indicate no leakage at the access port. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."